Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer requested assistance turning the carbohydrate feature on. Customer had elevated blood glucose levels (285 mg/dl). Tandem technical support guided the customer through turning the carbohydrate feature on. Customer delivered a correction bolus to bring bg levels back to target range.